Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Air seemed to be getting into the attachment piece. When they injected fluid into PICC, the fluid came out of skin entrance.